Event description:
Customer alleged that pump did not pass flow accuracy test. It was under 6.2% when tested at rate 125 ml/hr and dosage was 30 ml.

Manufacturer narrative:
Investigation found that pump failed volumetric accuracy tests. Pump was calibrated to resolve the issue.